Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument has been received; however, the failure analysis evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire was noted to be broken near the instrument tip and at the wrist. A fragment fell into a patient and was retrieved during the same procedure. No other information was available. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information was available.